Manufacturer narrative:
G4: PMA/510(k): k130520. The actual samples were not returned. Confirmation of the provided image: formation of blood clots was observed on the defoamer of the venous filter inside the reservoir. The manufacturing history record and the shipping inspection record of the actual sample showed no anomalies. Additionally, the past complaint file for the product code involved and lot number indicated no similar complaints were received. Based on our past experience, it was inferred that the following factors could have combined to cause the reported issue; however, the actual samples could not be confirmed, and the cause of occurrence could not be clarified. Our reservoir is specifically designed to provide structural stability to the liquid surface of stored blood, facilitating easier management of the liquid level. However, on the other hand, this also makes it difficult to agitate the blood within. In this particular case, it was inferred that blood containing activated blood-clotting factors might have flowed into the reservoir and remained at the liquid level, leading to the formation of blood clots. Relevant instructions for use (IFU) reference: - do not reduce heparin during circulation. Otherwise, blood clotting might occur. - adequate heparinization of the blood is required considering patient condition and perfusion technique to prevent it from clotting in the system. This report is for the second device reported. For the first device used on the same patient, please refer to the related report number in section h10. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during a left ventricular assist device (lvad) implantation and cardiopulmonary bypass (cpb), numerous blood clots appeared in the venous reservoir (vr). After replacing it with a new fx25rw, the blood clots continued to appear. This was judged as a serious injury due to the product change. The patient was not harmed. The event occurred intra-operatively, and medical/surgical intervention was required to prevent injury or blood loss, including any loss during the product change.